Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead exhibited loss of capture whilst the patient was talking on the phone. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the physician replaced the rv lead due to increased thresholds